Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged pulse wire) was confirmed. As received, the belt failed the therapy electrode (te) recognition test. Upon evaluation, the pulse wire was open inside the cable connecting the front therapy electrode (te) and distribution node (dn), between ECG electrode a and ECG electrode b. The root cause of the open wire is excessive force placed on the cable. No adverse event resulted from the damaged cable and wires.

Event description:
During servicing of an electrode belt which was returned for an unrelated issue, a reportable problem was found. One of the wires in the front therapy electrode cable was damaged.